Manufacturer narrative:
Reported event:  an event regarding disassociation, wear/metallosis and abnormal ion levels involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event of disassociation with trunnion wear was confirmed via clinician review. The alleged injuries, and metal levels cannot be confirmed. Method & results:  -device evaluation and results: not performed as product was not returned.  -clinician review: a review of the provided medical records by a clinical consultant indicated: event confirmation: the event was confirmed. An lfit head disassociated from an accolade tmzf stem with trunnion wear deformation leading to revision surgery. The alleged injuries, and metal levels cannot be confirmed. Root cause: the root cause cannot be determined without additional medical records, confirmation of the implant lot numbers, and perhaps the explants themselves. The likely cause would be lfit-trunnion recall issue. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion:  clinician review of provided medical records confirmed the reported event. An lfit head disassociated from an accolade tmzf stem with trunnion wear deformation leading to revision surgery. The alleged injuries, and metal levels cannot be confirmed. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No additional investigation is possible. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2011 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Update: head disassociation update: metallosis, loose acetabular component

Manufacturer narrative:
An event regarding abnormal ion levels involving an accolade stem  was reported. The event was not confirmed.    Method & results:  -device evaluation and results: not performed as product was not returned.  -clinician review: no medical records were received for review with a clinical consultant.   Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion:  the exact cause of the event could not be determined because insufficient information was provided.  Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2011 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2011 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.